Event description:
Event description guidant received information that a nonguidant adaptor and nonguidant left ventricular lead were added to this implantable cardioverter defibrillator (ICD) to allow for biventricular function. A subsequent rise in pacing thresholds was observed. Later, the patient implanted with this guidant ICD and transvenous defibrillation lead presented to an emergency room with a heart rate of 10 beats per minute (bpm) due to loss of capture. The rate/sense impedance measured high, out-of-range. The device and lead system were replaced.